Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: (B)(6). No further patient information was provided.

Event description:
The customer reported imprecise and falsely elevated architect total bilirubin results for one patient sample. The sample was tested multiple times on multiple analyzers generating the following results: (B)(6). The customer uses a normal range of less than 20 umol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
Update 19jun2018: patient information: patient's age and gender were provided. The customer provided multiple reaction graphs from the suspect sample. Review of these graphs found the initial absorbance, when only the sample and the r1 reagent are present, showed higher than expected absorbance values. The higher absorbance values may be due to an interferent present in the sample. Review of complaint activity did not identify any trends for the total bilirubin assay and no other complaints were identified related to the complaint issue for likely cause lot 54261uq01. Using worldwide field data, the historical performance of reagent lot 54261uq01 was reviewed. This review found the lot is performing acceptably and similar to other reagent lots in the field. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect total bilirubin assay was identified.